Event description:
The surgeon loaded the ventura implant cage onto the inserter, tightened it down, and using a 5lb mallet gently tapped down when the implant cracked at the most posterior end. The surgeon was able to remove the implant and used a competitor product. The surgery was completed with no harm to pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.